Event description:
Related manufacturer reference number: 1627487-2022-01404. It was reported the patient¿s right lead migrated. The lead migration was confirmed via x-ray. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the right lead was moved back up to the original position. Post-operatively, stimulation therapy was restored it is unknown which lead migrated therefore both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.